Event description:
Customer reports that she woke up at 4:00am with low blood glucose symptoms. She states that she ate ice cream at that time. Approx 2.5 hours later customer reports being incoherent, however, tested 310mg/dl on the device. Customer was given a drink and felt better. No quality controls were used. Requested return of suspect device and replacement was sent.